Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. D10 'scs lead' - date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: nmd0001.

Event description:
It was reported that x-ray imaging revealed one fractured lead. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to the event.